Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, high impedance measurements were observed on this right ventricular (rv) lead. The positioning of the lead was changed, but the impedance measurements remained high. As it could not be determined if the measurements were a result of the myocardium or a potential anomaly with the lead, the rv lead was removed and replaced. No adverse patient effects were reported.